Manufacturer narrative:
The returned product was evaluated and the investigation found the cannula stretched longer than 6 mm. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached 280 mg/dl and gave a correctional bolus of insulin (exact dosage was not provided) but was not able to lower his bg. Hyperglycemia treated by patient activating new pod. The pod was worn between 4 and 24 hours on the abdomen.